Event description:
Patient presented to the physician, post-implant procedure, with neuropraxia symptoms of speech difficulties, difficulty swallowing, and drooling. Physician referred the patient to a speech therapist. This resolved the issue.